Manufacturer narrative:
The product was returned to biosense webster for evaluation on 11-mar-2022. Visual inspection of the returned device was performed following bwi procedures. The device evaluation was completed on 13-apr-2022. Visual analysis revealed that the hemostatic valve was not found inside the device. The hemostatic valve detachment could be related to the dilator wrongly introduced; however, this could not be conclusively determined. A functional test was performed, in accordance with bwi procedures. The vessel dilator and stsf catheter were introduced into the vizigo¿ sheath and resistance was not felt during the testing. The outer diameter (od) vessel dilator was measured, and it was within specifications. A device history record was performed for the finished device 50000063 number, and no internal actions related to the complaint were found during the review. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. (B)(4). Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the biosense webster inc, (bwi) product analysis lab observed that the hemostatic valve was not found inside the device. Initially, it was reported that the dilator of the vizigo¿ sheath could not pass through the sheath. The caller stated that it stopped being able to advance about halfway through the sheath. The sheath was replaced, and the issue was resolved and the procedure was continued. No adverse patient consequences were reported. The resistance with sheath was assessed as not MDR reportable. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and observed that the hemostatic valve was not found inside the device. The awareness date for this reportable lab finding is 13-apr-2022.